Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarms low battery, and no delivery. The customer states that the battery goes dead in a week. The blood glucose was 600 mg/dl. The high blood glucose readings were treated with a manual injection. Troubleshooting was conducted. The customer states that insulin exits with the manual prime. Advised that the insulin pump is working as designed. Nothing further reported.